Event description:
It was reported that insulin gauge displayed fill estimate different from what caller expected on a previous day, with pump showing 60 units while caller expected 250 units and difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised customer to call back for troubleshooting if similar active fill estimate issue occurred again, which caller acknowledged.